Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons left pieces inside and she had to use a douche to remove the tampon pieces. She experienced irritation and an odor that resolved a few days after.